Event description:
Per the clinic, the patient experienced an infection post-trauma, skin breakdown and an extrusion of receiver/stimulator (specific date not reported). Subsequently, the patient was treated with IV antibiotics and oral steroid (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on november 15, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 21, 2024.